Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. The blood glucose reading was 366mg/dl. Advised the caller to remove the battery and to insert a new battery, but the frozen display continued and time clock did not change. No further information was provided.

Manufacturer narrative:
Insulin pump was received with unresponsive button due to a corroded keypad trace. A cracked case, broken battery tube threads and a scratched display window as also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.